Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 59 mg/dl in the morning. They treated the low blood glucose and went back to bed. The customer reported they then had a high blood glucose of 580 mg/dl which they treated with the insulin pump. They checked their blood glucose again and it was down to 449 mg/dl. They declined troubleshooting for the low and high blood glucose.